Event description:
It was reported that a patient underwent a debridement and suture surgery on (B)(6) 2024 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to continue the surgery. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a detached needle and one suture of product code vcp311 were received for analysis. In addition, the foil packet was not returned for evaluation. Upon visual assessment of the winding former, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area were reported to be as expected; the barrel hole was examined under magnification and remnant suture was observed. The suture could not be dispensed since it began with the degradation process and the time of exposure of sutures to the environment could not be determined. Besides that, it was provided one photo and showed two winding formers. One of the winding formers with the same condition as the received sample and the other contains a needle suture in two sections. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, mn conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.